Event description:
It was reported that the device keeps alarming low pressure. There was no patient involvement.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: 15-oct-2024. H3: one device was returned for evaluation in used condition. The technician was unable to duplicate the customer reported issue at the time of evaluation. No problem was found with the device during testing, and therefore no action was taken related to the reported issue. Preventative maintenance was performed.